Event description:
It was reported that the deep brain stimulation (dbs) patient passed away for an unknown reason. The patients wife believes the patients death was due to complications from the dbs implant procedure however, this was not confirmed by the physician. No further information was able to be obtained by the physician.

Manufacturer narrative:
Block b2: date of death is approximated to the date of dbs implant procedure. Block d2b: additional pro code selection that applies to the indication of this device <nhl>. Additional product(s) in device system: model number/catalog number: db-2202-45. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: db-2202-45. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: db-3128-55b. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: 55cm 2x8 lead extension kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: db-4600-c. Serial number: n/a. Batch/lot number: 31437520. Model/catalog description: suretek burr hole cover kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: db-4600-c. Serial number: n/a. Batch/lot number: 31313101. Model/catalog description: suretek burr hole cover kit. Unique identifier (UDI) #: (B)(4).